Manufacturer narrative:
Additional information: additional information from the customer clarified that there were only six (6) patients related to these events and not eight (8) as previously reported. Therefore, this MFR. Report is no longer reportable.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Refernce MFR. Reports: 1221359-2021-01193, 1221359-2021-01194, 1221359-2021-01196, 1221359-2021-01197, 1221359-2021-01198, 1221359-2021-01199, 1221359-2021-01200.

Event description:
The customer reported false positive results with the ID now covid-19 assay with multiple patients performed on multiple dates. This MFR addresses patient 3 of 8. The customer provided eight (8) lot numbers (sometimes repeating). However, no information relating the lot numbers to patients was provided. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Confirmation testing was performed on (B)(6) 2021 with bd max and generated negative results. The customer confirmed that the patient was asymptomatic. Additionally, no other patient information was provided. The customer stated that the patient was pcr negative at another facility and was transferred to the ICU due to respiratory failure.